Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported loss of consciousness. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone data not available cloud - omnipod 5 software app version data not available cloud - smartphone operating system data not available cloud - smartphone hardware data not available cloud - cgm sensor type data not available *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that approximately 1 month ago their blood glucose (bg) levels decreased to 8 mmol/l (144 mg/dl), they lost consciousness and dropped to the floor. When the patient woke up, their bg levels were approximately 2 mmol/l (36 mg/dl). The patient drank 3 apple juice bottles to increase the bg levels. The patient cannot recall anymore information about the event. The pod was removed from the patient's arm and discarded.